Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration modular cone body; cat#unknown; lot#unknown, restoration modular proximal body; cat#unknown; lot#unknown, unknown metal head; cat#unknown; lot#unknown, unknown md liner; cat#unknown; lot#unknown, unknown tritanium cluster shell; cat#unknown; lot#unknown, screw 1 of 3; cat#unknown; lot#unknown, screw 2 of 3; cat#unknown; lot#unknown, screw 3 of 3; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage one revision was performed on patient's right hip due to infection (clinically confirmed but not identified).